Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had lagged screen and buttons were very hard. The customer's blood glucose was unknown. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.